Event description:
It was reported the patient's blood glucose level rose to 520 mg/dl while wearing the pod between 4 and 24 hours. The device was originally reported for not sure if insulin was being delivered. Treatment information was not provided.

Manufacturer narrative:
The pod was received fully deployed. During fluid path testing, a leak was observed due to a tear in the exposed portion of the soft cannula. The timing and cause of this damage is unknown. The pod data indicated there was no struggle to deliver insulin. It could not be determined if the cannula damage contributed to the reported failure to deliver insulin. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: unspecified *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.